Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC catheter. The customer stated that, the catheter is leaking at the hub where the catheter dialates near the suture site. The catheter was removed.

Manufacturer narrative:
An investigation is underway, upon completion the results will be forwarded.